Manufacturer narrative:
Age of device: 0 days. Device evaluation summary: the evaluation of the returned modular cable, lot number 6709707, confirmed an issue that would have contributed to the report that the modular cable could not be fully threaded to the pump cable. Visual inspection of the pins within the in-line connector revealed that they were unremarkable and showed no evidence of bending or other damage. The threads of the in-line connector locking nut also appeared unremarkable. Examination of the connector revealed no evidence of fluid residue or ingress. Microscopic inspection confirmed a frayed o-ring in the modular cable in-line connector, suggesting that the o-ring was displaced from its groove at the time of the attempted connection to the pump cable in or. The displaced o-ring in the modular cable in-line connector would have interfered with the complete connection between the modular cable and pump cable, resulting in the report that the modular cable was unable to be fully threaded to the pump cable during pump preparation. During the investigation, the modular cable was able to be fully mated with a test pump cable with no yellow line visible beneath the locking nut; however, more force was required than is typically necessary to make the connection. The modular cable passed electrical testing without issue. The heartmate 3 lvas IFU provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. This document states that the yellow line on the threaded portion of the pump cable in-line connector should be fully covered to ensure a secure connection. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The device history record for modular cable lot number 6709707 (production order (B)(4)) was reviewed and showed no deviations from manufacturing or qa specifications. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that during prime for lvad scrub the health professional went to connect the modular cable to the pump end cable. It was possible to line up the arrows and push the cable together, but the health professional could not get the locking nut past the first threads. It was attempted twice. It was decided not to use modular cable in question. A new modular cable was used without issue. Modular cable was returned for evaluation. No further information was provided.